Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported by customer that caller states she has order to remove a patient power PICC solo. Caller sates she can see a piece of metal that is holding the catheter into the patients' skin. She states it was painful to the patient and when she pull there is resistance, so she stopped the with pulling the device out. She stated it looks like a filament or guide wire and is underneath the skin inside him. Caller sates she will wait for the doctor to view this to decide how to proceed. No other information was provided.